Manufacturer narrative:
The patient was treated with a tight blood pressure control with nicardipine due to systolic blood pressure being greater than 120 in order to prevent intracranial hemorrhage. The patient partially recovered with minor residual deficits of mild expressive aphasia. The patient was discharged 8 days later with an nih score of 1 and a rankin score of 3. The patient is currently doing well with only complaints of fatigue and mild speech difficulty. During the 30-day follow-up, the nih score was 1 and the rankin score was 2. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Nicardipine was given post-procedure to lower blood pressure. Concomitant devices: 4mm angioguard rx, catalog number 401814rmc, lot number 70713450.

Event description:
As reported by the (B)(4) study, the patient suffered from a sudden onset of aphasia and right hemiparesis approximately six hours after a procedure in which a 7x40mm precise pro rx stent was implanted. The patient was diagnosed with cerebral hyperperfusion syndrome. The patient was treated with a tight blood pressure control with nicardipine due to systolic blood pressure being greater than 120 in order to prevent intracranial hemorrhage. The patient partially recovered with minor residual deficits of mild expressive aphasia, and was discharged 8 days after the event. The patient is currently doing well with only complaints of fatigue and mild speech difficulty. The target lesion was located in the left distal internal carotid artery with a length of 28mm and a diameter of 4.6mm. The eccentric lesion was mildly calcified in a concentric manner with 99% stenosis. The vessel was a type ii arch vessel with mild tortuosity with greater than or equal to 2 bends. The nih and rankin stroke scale score were both 0 at baseline and the patient was symptomatic before the procedure due to history of stroke with mild speech difficulty. During the carotid stenting procedure, a 4mm angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilation was performed. Then, a 7x40 precise pro rx stent was deployed at the target lesion, leaving a final target lesion stenosis rate of 15%. After that, the angioguard was then retrieved and it was unknown if the basket had debris. The patient had no neurological deficits prior to leaving the angiography suite, and there was no presence of air bubbles. However, approximately six hours after the procedure, the patient suffered from a sudden onset of aphasia and right hemiparesis. The patient was also not following commands, localizing only on the left. The patient was diagnosed with cerebral hyperperfusion syndrome.

Manufacturer narrative:
Concomitant medical products: heparin drip was given during the procedure as well as 24 hours after the procedure. Complaint conclusion: as reported by the (B)(4) study, the patient suffered from a sudden onset of aphasia and right hemiparesis approximately six hours after a procedure in which a 7x40mm precise pro rx stent was implanted. The patient was diagnosed with cerebral hyperperfusion syndrome. The patient was treated with a tight blood pressure control with nicardipine due to systolic blood pressure being greater than 120 in order to prevent intracranial hemorrhage. The patient partially recovered with minor residual deficits of mild expressive aphasia, and was discharged 8 days after the event. The patient is currently doing well with only complaints of fatigue and mild speech difficulty. The patient is a (B)(6) female with a medical history of previous tia, diabetes mellitus and hypertension. The target lesion was located in the left distal internal carotid artery with a length of 28mm and a diameter of 4.6mm. The eccentric lesion was mildly calcified in a concentric manner with 99% stenosis. The vessel was a type ii arch vessel with mild tortuosity with greater than or equal to 2 bends. The nih and rankin stroke scale score were both 0 at baseline and the patient was symptomatic before the procedure due to history of stroke with mild speech difficulty. During the carotid stenting procedure, a 4mm angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilation was performed. Then, a 7x40 precise pro rx stent was deployed at the target lesion, leaving a final target lesion stenosis rate of 15%. After that, the angioguard was then retrieved and it was unknown if the basket had debris. The patient had no neurological deficits prior to leaving the angiography suite, and there was no presence of air bubbles. However, approximately six hours after the procedure, the patient suffered from a sudden onset of aphasia and right hemiparesis. The patient was also not following commands, localizing only on the left. The patient was diagnosed with cerebral hyperperfusion syndrome. The patient was treated with a tight blood pressure control with nicardipine due to systolic blood pressure being greater than 120 in order to prevent intracranial hemorrhage. Heparin drip was given during the procedure as well as 24 hours after the procedure. The patient was taking aspirin and plavix before and after the procedure. A CT angiogram / CT perfusion scan was performed and concluded a hyperperfusion involving the left cerebral hemisphere consistent with reperfusion hyperemia and chronic infarction of the right frontal area and right basal ganglia region. The patient partially recovered with minor residual deficits of mild expressive aphasia. The patient was discharged 8 days later with an nih score of 1 and a rankin score of 3. The patient is currently doing well with only complaints of fatigue and mild speech difficulty. During the 30-day follow-up, the nih score was 1 and the rankin score was 2. The device was implanted, and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15696718 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. It is a known potential adverse event associated with carotid stent implantation and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. Based on the limited information available for review, the previous tia and hypertension combined with the stenting of a 99% stenosed lesion are most likely contributing factors to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Preliminary cec adjudication notice was received that the previously reported event (neurological event) was adjudicated as a stroke. The site who originally reported the event of cerebral hyperperfusion syndrome is unaware of this adjudication to stroke. Additional information will be provided within 30 days of receipt of actual adjudication minutes or other additional information. Due to adjudication, the (B)(4) infarction, cerebral has been added.

Manufacturer narrative:
The cec agreed that a cva-major, ipsilateral, ischemic/embolic occurred and was procedure and device-related. Additional details were received from the clinical events committee (cec) meeting minutes: per source documents, she was admitted on (B)(6) 2013 after sudden onset of inability to ¿get words out¿, further noting embolic stroke secondary to critical left ica artery stenosis with MRI demonstrating embolic shower in the left hemisphere. Her symptoms recovered completely ¿on admission to neuroscience ICU.¿ pre-procedure on (B)(6) 2013 the nih stroke scale score was 0 and the rankin score was 0. On (B)(6) 2013 at 07:42 she underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the left distal ica. The site reported a 15% final residual stenosis. The procedure ended at 08:44. On (B)(6) 2013 at 14:30 the progress note documented that the patient was obtunded, following simple commands, non-verbal, with a droopy eye on the left, and a mild right naso-labial droop. Motor strength testing revealed that right side strength was 2/5. She was able to maintain left upper and lower extremities against gravity. A head CT, cta and CT perfusion tests were performed and were compared to MRI on (B)(6) 2013 and mra on (B)(6) 2013 (a history of subacute infarctions on recent MRI was noted on the radiology report). The CT testing revealed encephalomalacia involving the right basal ganglia with evolving infarct involving the left frontal and parietal lobe, as seen on prior MRI, and no evidence of acute intracranial hemorrhage. Foci of infarction on the recent MRI are not distinguishable from background chronic microangiopathic change on the CT scan. A head cta demonstrated significant stenosis of the m1 segment of the left middle cerebral artery and moderate narrowing of the superior and the inferior m2 branch (present on prior studies). No right a1 segment was visualized, which might represent occlusion. The left a1 segment on the left and both anterior cerebral arteries were unremarkable. A left carotid stent was patent without intraluminal narrowing. A CT perfusion study revealed hyperperfusion involving the left cerebral hemisphere, consistent with reperfusion hyperemia secondary to left ica stenting. Chronic infarction with a core infarct involving the right frontal lobe, right basal ganglia. Region of decreased mean transit time in the right temporal lobe without decrease blood volume, question compensated oligemia. Based on the perfusion results the patient¿s blood pressure parameters were revised and a nicardipine drip was started. Her symptoms improved. The patient was also on a heparin drip. The site reported cerebral hyperperfusion syndrome on (B)(6) 2013. On (B)(6) 2013 the neurosurgery progress note documented that the patient was awake and alert, but aphasic, not following commands, having right hemiparesis and localizing on left. The assessment was hyperperfusion syndrome following revascularization. The patient was to be continued on tight blood pressure control and the condition was thought to be reversible. The discharge summary noted that the patient was slowly recovering and on post-procedure day 6 her speech was fluent, however, slow. She had full strength throughout and no drift. Additional medical history provided: history of dyslipidemia. The source documents referenced a carotid dissection and a recent pre-index procedure tia with word finding difficulty. Additional lab/test reported: a head CT, cta and CT perfusion tests were performed on (B)(6) 2013 at 11:31 and at 20:42 and were compared to MRI on (B)(6) 2013 and mra on (B)(6) 2013 (a history of subacute infarctions on recent MRI was noted on the radiology report). The CT testing revealed encephalomalacia involving the right basal ganglia with evolving infarct involving the left frontal and parietal lobe, as seen on prior MRI, and no evidence of acute intracranial hemorrhage. Foci of infarction on the recent MRI are not distinguishable from background chronic microangiopathic change on the CT scan. A head cta demonstrated significant stenosis of the m1 segment of the left middle cerebral artery and moderate narrowing of the superior and the inferior m2 branch (present on prior studies). No right a1 segment was visualized, which might represent occlusion. The left a1 segment on the left and both anterior cerebral arteries were unremarkable. A left carotid stent was patent without intraluminal narrowing. A CT perfusion study revealed hyperperfusion involving the left cerebral hemisphere, consistent with reperfusion hyperemia secondary to left ica stenting. Chronic infarction with a core infarct involving the right frontal lobe, right basal ganglia. Region of decreased mean transit time in the right temporal lobe without decrease blood volume, question compensated oligemia. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. (B)(4). Complaint conclusion: as reported by the sapphire study, the patient is a (B)(6) female with a medical history of previous tia, diabetes mellitus and hypertension. She was initially admitted to the hospital after a sudden onset of inability to ¿get words out¿, further noting embolic stroke secondary to critical left ica artery stenosis with MRI demonstrating embolic shower in the left hemisphere. Her symptoms recovered completely ¿on admission to neuroscience ICU.¿the target lesion was located in the left distal internal carotid artery with a length of 28mm and a diameter of 4.6mm. The eccentric lesion was mildly calcified in a concentric manner with 99% stenosis. The vessel was a type ii arch vessel with mild tortuosity with greater than or equal to 2 bends. The nih and rankin stroke scale score were both 0 at baseline and the patient was symptomatic before the procedure due to the history of stroke with mild speech difficulty. During the carotid stenting procedure, a 4mm angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilation was performed. Then, a 7x40 precise pro rx stent was deployed at the target lesion, leaving a final target lesion stenosis rate of 15%. After that, the angioguard was then retrieved and it was unknown if the basket had debris. The patient had no neurological deficits prior to leaving the angiography suite, and there was no presence of air bubbles. However, approximately six hours after the procedure, the patient suffered from a sudden onset of aphasia and right hemiparesis. The progress note documented that the patient was obtunded, following simple commands, non-verbal, with a droopy eye on the left, and a mild right naso-labial droop. Motor strength testing revealed that right side strength was 2/5. She was able to maintain left upper and lower extremities against gravity. The patient was diagnosed with cerebral hyperperfusion syndrome. A head CT, cta and CT perfusion tests were performed and were compared to MRI on (B)(6) 2013 and mra on (B)(6) 2013 (a history of subacute infarctions on recent MRI was noted on the radiology report). The CT testing revealed encephalomalacia involving the right basal ganglia with evolving infarct involving the left frontal and parietal lobe, as seen on prior MRI, and no evidence of acute intracranial hemorrhage. Foci of infarction on the recent MRI are not distinguishable from background chronic microangiopathic change on the CT scan. A head cta demonstrated significant stenosis of the m1 segment of the left middle cerebral artery and moderate narrowing of the superior and the inferior m2 branch (present on prior studies). No right a1 segment was visualized, which might represent occlusion. The left a1 segment on the left and both anterior cerebral arteries were unremarkable. A left carotid stent was patent without intraluminal narrowing. A CT perfusion study revealed hyperperfusion involving the left cerebral hemisphere, consistent with reperfusion hyperemia secondary to left ica stenting. Chronic infarction with a core infarct involving the right frontal lobe, right basal ganglia. Region of decreased mean transit time in the right temporal lobe without decrease blood volume, question compensated oligemia. The patient was treated with a tight blood pressure control with nicardipine drip due to systolic blood pressure being greater than 120 in order to prevent intracranial hemorrhage. Heparin drip was given during the procedure as well as 24 hours after the procedure. The patient was taking aspirin and plavix before and after the procedure. The next day, the neurosurgery progress note documented that the patient was awake and alert, but aphasic, not following commands, having right hemiparesis and localizing on left. The assessment was hyperperfusion syndrome following revascularization. The patient was to be continued on tight blood pressure control and the condition was thought to be reversible. The discharge summary noted that the patient was slowly recovering and on post-procedure day 6 her speech was fluent, however, slow. She had full strength throughout and no drift. The patient partially recovered with minor residual deficits of mild expressive aphasia. The patient was discharged 8 days after the procedure with an nih score of 1 and a rankin score of 3. The patient is currently doing well with only complaints of fatigue and mild speech difficulty. During the 30-day follow-up, the nih score was 1 and the rankin score was 2. During the adjudication process, the event was adjudicated as a cerebrovascular accident. The device was implanted, and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15696718 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. It is a known potential adverse event associated with carotid stent implantation and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. Cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause a cva. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. During a cva, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Based on the limited information available for review, the previous tia, cva, and hypertension combined with the stenting of a 99% stenosed lesion are most likely contributing factors to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.